Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after paramedics intubated the patient, the cuff was removed because it did not inflate properly. The patient was re-intubated. After removal, the cuff was checked to see if it had been torn, but no tears were found.

Manufacturer narrative:
H6: evaluation code is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem could not be duplicated. The device worked as intended. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.